Manufacturer narrative:
Neither the affected product, nor photographs or lot information provided to aid in the investigation. Therefore, neither a visual/functional inspection nor a product history review could be performed. A labeling review was performed. However, there was no reported information to determine if the instructions for use were followed. Quality checks are performed every two (2) hours on the suction swabs to ensure they are being manufactured to specifications. The product will be rejected if it does not pass the in-process quality check. Therefore, the root cause of the reported complaint could not be determined. Complaints related to the suction swabs breaking will continue to be monitored and trended.

Event description:
Report received of suction swab breaking apart. No other details were provided. No lot information or photos were provided. No information regarding the location or availability of the device for return was provided. Although additional information was requested, no additional information was received.

Manufacturer narrative:
Additional information received. Reporter stated the foam on an unknown number of suction swabs partially tore after initial use. No disengagements occurred. This event is not reportable.

Event description:
Additional information received. Reporter stated the foam on an unknown number of suction swabs partially tore after initial use. No disengagements occurred. This event is not reportable.